Event description:
On (B)(6) 2025 the user reported experiencing insulin cartridge leakage, requiring use of a month¿s worth of supplies in two weeks. The user was provided replacement cartridges, after which the issue did not recur. The user¿s blood glucose was not affected and no adverse health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.